Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge, filter, delivery catheter sheath, and dilator. Upon visual inspection, it was found that the filter had small plastic-like material on the legs of the filter. The most likely root cause of the issue is delamination within the inner lining of the sheath. It is possible that the filter legs penetrated the inner lining, causing fragments of the liner to become caught between the legs of the filter. This obstruction prevented the filter from fully opening. Sustaining engineering project has been initiated to identify the root cause of the delamination issue and to develop and implement an appropriate corrective action. Additional information provided in d9, h3, h6 and h11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During ivc filter procedure, the legs of the filter were not opening after deployment and all legs were attached to each other. A glue-like substance adhering to the legs were not allowing the legs to open up. The dr had to retrieve the filter and use another new option elite in the same case.